Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter in the balloon. This malfunction was identified during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 8, 2014 to may 9, 2014. Evaluation summary: visual inspection of the returned device identified a solid white particle, approximately 1.50 mm in size, floating within the bladder. A fourier transform infrared spectroscopy scan identified that the particle was acrylic. The cause or origin of the particle was unable to be determined. A CAPA has been opened to further investigate this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.